Event description:
Per the clinic, the patient developed an infection as well as extrusion of the electrode array. On (B)(6) 2015 the patient was prescribed oral antibiotics. Subsequently on (B)(6) 2015, the device was explanted.

Manufacturer narrative:
(B)(4). The device is currently unavailable.